Event description:
It was reported that after a diagnostic coronary angiogram, arteriotomy closure of a mildly calcified and mildly tortuous common femoral artery was attempted using a perclose proglide device. Reportedly, when the device was inserted, arterial marking could not be achieved from the marker lumen of the device. The device was removed and a non-abbott device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The common femoral artery was reportedly mildly calcified. The perclose proglide instructions for use state under special patient populations that the safety and effectiveness have not been established, in patients with femoral artery calcium which is fluoroscopically visible at the access site.